Event description:
It was reported that the customer was hospitalized due to a diabetes related issue, but not due to an insulin pump or infusion set malfunction. The caller stated that the customer was not able to change the infusion set correctly. The caller did not provide further info. Assisted the caller with the blood glucose reminder feature.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.